Event description:
It was reported that the patient was frequently charging the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.